Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode, suspending insulin delivery, due to inaccurate sensor glucose readings. The blood glucose reading was 97 mg/dl, compared with the sensor glucose reading of 57 mg/dl. The most recent blood glucose reading was 301 mg/dl, with a sensor glucose reading of 128 mg/dl. The customer's father stated that the customer treated with a bolus and was advised that the discrepancies were not within acceptable range. He noted that the sensor glucose readings had been way off since the afternoon through evening time. He also noted that the customer inserted the sensor into her backside, which was recommended to her by a nurse, although this is considered off-label use. The caller was advised to try various suggestions to remedy the discrepancies and monitor the device. Nothing further reported.